Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3-1 main was not detecting pockets. A field service engineer shut down the station and unplugged the power cord. After waiting a few minutes, the station was restarted, and the failures were no longer present. The field service engineer cleaned out debris and resecured the pyxibus cable connections. All systems were reported to be functioning normally. The user checked the main application and confirmed that all packets were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.